Event description:
It was reported by the customer that a pyxis anesthesia system (pas) mini drawer was failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced control board on mini drawer and assigned new drawer to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.